Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/08/2016. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The staff pulled suture from the box and noticed the package had pin holes; so they did not use it. A new package was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Open foil was received for evaluation. The open foil was examined for visual inspection and present excessive manipulation, and multiples holes in cavity. The conditions of the holes could not be determined due to the condition of the foil received. It could not be determined what may have caused the reported incident.